Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
"The patient reported the dentist strongly recommended discontinuing aligner treatment due to extensive active decay and extraction of impacted 3rd molars that will require dental work before additional orthodontic treatment can start. Additionally, the patient presented with moderate to severe upper and lower crowding that cannot be addressed until noted dental work is performed first. Patient initials:(B)(6)."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.